Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 17-may-2019. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pelvic pain'), allergy to metals ('nickel allergy') and device breakage ('remains of essure') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("remains of essure") and seroma ("seroma in scar"). The patient was treated with surgery (hysteroscopy, laparotomic bilateral salpingectomy, l cornual wedge and revision of r cornual wedge and simple subtotal hysterectomy in 2019). Essure was removed. At the time of the report, the pelvic pain, allergy to metals, device breakage, complication of device removal and seroma outcome was unknown. The reporter provided no causality assessment for allergy to metals, complication of device removal, device breakage, pelvic pain and seroma with essure. The reporter commented: hysteroscopy, laparotomic bilateral salpingectomy, and left cornual wedge and revision of right cornual wedge were performed in 2017; subtotal hysterectomy with removal of essure remains was performed in 2019 no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.